Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, but low bg levels were recorded on (B)(6) 2017. Basal rate was adjusted to 0 u/hr on (B)(6) 2017, and there were no other requests or deliveries on that day. User made bolus requests without entering current bg level and still having insulin on board (iob), see (B)(6) 2017 at 6:11pm making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 20 mg/dl. As the customer was incoherent and unable to help herself, the customer's daughter gave her glucose tablets and juice. The customer was not sure what caused the low bg and thought that she may have delivered too large of a bolus. The bg level elevated to 400 mg/dl. The customer disconnected from the pump. The customer thought that she had overdosed on glucose tablets and juice. The customer went to the emergency room and was admitted to the hospital. The customer was treated with insulin injections and intravenous fluids. The lab work showed that the customer had a heart attack. The healthcare provider determined the elevated bg was due to the onset of the heart attack and the bg was not lowering with the correction bolus as the heart was rejecting the insulin. There was no damage observed to the pump supplies. The customer was discharged the next day with a bg of 240 mg/dl. The healthcare provider was satisfied with this bg value.